Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient only suffered deflation on the right side. The pain and burning feelings that the patient experienced on both breasts are going to be reported on the left side. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the incorrect awareness and due dates were indicated in the follow up report sent on (B)(6) 2019. The correct awareness date for the correction sent in that follow up was (B)(6) 2019 and the correct due date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/2/2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the device that had deflation was really the left side device. Mentor also became aware that the correct date of bilateral implant explantation was on (B)(6) 2019. In addition, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 7702743 sn: (B)(4) and (right) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 7704854 sn: (B)(4). On 7/12/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed a crease in the anterior and extending to the posterior view, also an area of shell abrasion was found at the end of the crease in the posterior view. Within shell abrasion and crease a tear was noted, measuring approximately less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Crease and shell abrasion are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, experienced bilateral pain, burning on both breasts and deflation post-operatively. As a result, the patient was scheduled for bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.